Event description:
Patient was (B)(6) male self-defense instructor and (B)(6) officer. Necrosis of left hip required total hip replacement with depuy pinnacle ii device. Nearly six years after total arthroplasty, hip still gives patient a significant amount of pain and mobility is limited. Patient was only able to run as of this year and still cannot sleep on the same side as the implant. Patient requires prescription pain killers to function, although performing orthopedic surgeon reported that pain would cease a few months after surgery.